Event description:
During the procedure, the surgeon picked up the handpiece with the reaming shaft and cheesegrater attached and placed the battery onto the rotary handpiece. It started to rotate, catching the surgeon's glove and onto the surgeon's gown sleeve and towards the armpit.